Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implanting procedure, the physician was concerned about the integrity of the lead after tight venous introduction resulted in a kink in the lead. The lead was removed from the venous anatomy and replaced with a second atrial lead. Following the case the removed lead was inspected and it was determined that the stylet was kinked and there did not appear to be any damage to the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.